Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The sensor interface board was replaced, and the unit was returned to service. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit had a failure of the auxiliary common gas outlet switch. There was no report of patient involvement.